Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient stopped by the office to get an impedance check prior to getting an MRI. Contact case and 0 came back as greater than 40000. No know reason to explain why there was a high impedance. Patient had no high impedances in the past. No troubleshooting done other than impedance test. No interventions/actions taken. The issue is not yet resolved. Patient was instructed that he was no longer a candidate for an MRI because of the high impedance. No further complications were reported or anticipated with this event.